Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not clinical use, when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not be moved in left anterior oblique (lao) direction. Analysis of the system log file does not contain c-arm malfunction. During troubleshooting, the fse identified that the output current on the c-arm motor was not proper. The fse replaced the c-arm motor. After replacement of the c-arm motor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, the unavailability of motorized movement of the c-arm during outside clinical use is not likely to cause or contribute to a serious injury or death. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be moved in left anterior oblique (lao) direction. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the clea2 c-arc rotation motor. The device was returned to expected functionality.